Event description:
Baxter service technician reported an infusion pump with 812:00 failure code, that was found during service. The facility's technical services returned the pump for a shuttle motor upgrade and had no record of this failure code occurring.